Manufacturer narrative:
Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had a damage. The customer¿s blood glucose level was 116 mg/dl. The customer stated that the screen had enough scratches where was unable to make out the numbers or letters clearly on the screen. The customer was advised to discontinue the use of the pump and revert to backup plan per health care professional as needed. The customer was advised that the insulin pump needs to be replaced. The insulin pump will be returned for analysis.